Event description:
(B)(6) 2011: tha with trident cup, trident liner, unknown head and unknown stem (head and stem not stryker devices) were done. (B)(6) 2014: all device were explanted, because infection. After removal, the doctor confirmed the liner, the articulating surface was rough.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding wear and infection involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection - the device was not returned, it was discarded at the hospital. A photo was provided of the liner assembled with the shell. Scratching of the articulating surface of the insert was visible. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies.. Complaint history review: review indicated there have been no other events for the reported lot and sterile lot conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of the device, operative reports, progress notes and x-rays are needed to fully investigate the event.

Event description:
On (B)(6) 2011: tha with trident cup, trident liner, unknown head and unknown stem (head and stem not stryker devices) were done. On (B)(6) 2014: all device were explanted, because infection. After removal, the doctor confirmed the liner, the articulating surface was rough.

Manufacturer narrative:
Additional devices listed in this report: cat 500-11-58f trident hemispherical cluster hole shell lot code 33310301. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.